Event description:
It was reported that the lead had high resistance/impediance, sensing difficulties, no capture and high, unstable thresholds due to an apparent lead fracture. The left side was occluded and moved to the right side. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.